Event description:
Nellcor received a report of a flange separation on an 8dct tracheostomy tube. The customer reported that a physician was called to reattach the flange to the tube for continued use of the device. There was no pt harm reported. Nellcor contacted the facility to inform them that manipulation or repair of the device for continued use is not recommended.

Manufacturer narrative:
Nellcor has not received a response from the facility regarding the continued use. The sample associated to this report is not available for evaluation.